Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead showed high pacing thresholds measurements and failure to capture. The patient fell out of bed four days after implant and it was believed this was the cause of these issues. Lead revision was scheduled. Additional information was received confirming this lead was surgically explanted and replaced due to dislodgement. This issue was confirmed using a chest x-ray, the patient was suffering bradycardia as a symptom of this malfunction. It is expected that this lead is returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time. Eventually this device was returned and analyzed, the results are presented below: the product was returned and analyzed. This lead was returned to boston scientific post market quality assurance laboratory intact (not severed) with the helix mechanism in a retracted position. Dried blood was noted in the helix housing and tip region. The lead passed electrical and stylet insertion testing. Visual inspection revealed no abnormalities, the lead and tip appear normal. Laboratory analysis was unable to confirm any of the reported allegations, based on normal lead resistance measurements, a passing hipot test, inspection that showed no conductor issues and lack of evidence from the field and product analysis that was insufficient to verify dislodgement. No evidence of device defect, malfunction, or abnormal damage was found.

Event description:
It was reported that this right atrial lead showed high pacing thresholds measurements and failure to capture. The patient fell out of bed four days after implant and it was believed this was the cause of these issues. Lead revision was scheduled. Additional information was received confirming this lead was surgically explanted and replaced due to dislodgement. This issue was confirmed using a chest x-ray, the patient was suffering bradycardia as a symptom of this malfunction. This lead was returned for analysis. No additional adverse patient effects were reported.